Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. As a precaution, representative reloaded image acquisition system (ias) software/firmware and suggested site to remove all but 100 of the last exams to keep the system running smoothly as there were over 650 exams stored. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the detector light went out and came back on. It was reported that the imaging system unexpectedly powered off without any prompt from user. Rebooting the system resolved the issue and the site was able to proceed with procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.